Event description:
In 2008, boston scientific corporation was informed that during an upper endoscopy, when the physician went to deploy the resolution clip device, the clip detached from the sheath on its own inside the patient. The clip was not retrieved. The procedure was completed with another of the same device without patient complications. Patient is "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.